Manufacturer narrative:
The reported events of failure to capture, sensing problem, and loose or intermittent connection were not confirmed. The device with battery voltage above elective replacement indicator (eri) level was returned in one piece for analysis. Electrical and mechanical analysis, capture test, output verification, sensitivity test, inspection of header and connectors, visual inspection, setscrew insertion, and longevity assessment were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2023-50806. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited failure to capture, and the right ventricular (rv) lead exhibited low pacing impedance and loss of capture due to noise over-sensing. The ICD and rv lead were found to be exhibiting high capture threshold and r-wave amplitude variation. Programming changes were made to the ICD initially. During rv lead revision, it was overserved that the ICD and rv lead further exhibited failure to sense and noted an unspecified setscrew anomaly on the ICD. The rv lead was capped, and the ICD was explanted on (B)(6) 2023. The system was replaced with a leadless pacemaker to complete the procedure. Patient condition was stable.